Event description:
MFR was notified that during the embolization of an arteriovenous malformation the spinnaker catheter was advanced to the nidus with the aid of a transend 10 guidewire. While injecting contrast with a 2-ml syringe, the contrast was noted in proximal anatomy. The catheter was removed and a hole was found several centimeters proximal to its distal end. This event did not cause any neurological deficit to the pt, who was reported asymptomatic after the procedure.